Manufacturer narrative:
The device history record for the reported lot number, 30356064, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The subject sample provided was evaluated confirming the stylet guidewire purple hub was seen engaged into the 2-port y-connector securely. At the same manner, the distal bolus end of the tube was inspected and did not observe the tip of the stylet guidewire went through the bolus plug window. When the stylet guidewire was re-inserted back into the yellow tubing, an appearance of stylet tip was visible through the bolus plug window. Root cause could not be determined. All information reasonably known as of 12-mar-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical received a single report that referenced five different incidences, which were associated with separate units, involving five different events. This is the first of five reports. Refer to 9611594-2025-00264 for the second event. Refer to 9611594-2025-00265 for the third event. Refer to 9611594-2025-00266 for the fourth event. Refer to 9611594-2025-00267 for the fifth event. It was reported the nasojejeunal (nj) tube was guidewire was noticed to be intermittently protruding when the tube was inside the patient. Unknown if injury occurred. Additional information received 22-oct-2025b stated "on flushing tube prior to insertion the guide wire protruded outside of the side feeding hole by 1-2mm... There was one occurrence of the guide protruding out of the side hole (by 1-2mm) whilst inside a patient. At this point the wire was removed and exchanged for a hydrophilic guide wire to enable the insertion to continue without having to remove the tube. "

Manufacturer narrative:
The sample is reportedly available for this complaint but was not returned when this report was filed. A review of the device history record and UDI number are in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. All information reasonably known as of 06-nov-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was returned for evaluation. All information reasonably known as of 31-dec-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.